Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cause of the low bg level was due to the settings on the pump; the customer is working with the doctor on adjusting settings. The customer ate a banana to address low bg level.